Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused companion sample was received for evaluation. The reported condition of no flow was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. A functional test was subsequently performed on the companion sample by manually filling it to its nominal volume with dextrose solution. After fill, flow was readily observed at the distal luer, and continued to flow without stopping. No signs of flow issue were observed from the sample during the functional test. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
The facility reported an infusor which had delivery stop during patient use. When the patient returned to the facility at the end of the infusion period, the device was still full. The device was filled with an 84-ml solution of 24.2 mg/ml fluorouracil (manufactured by app) in saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the companion sample has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.